Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945 implantable tachy lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the patient complained that the alert tone for elective replacement indicator (eri) is muffled and difficult to hear. The device remains in use. No patient complications have been reported as a result of this event.